Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the lock line was difficult to remove, which has the potential to cause or contribute to a patient injury. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was deployed, reducing the mr to 2. The second clip delivery system (cds) was advanced to the mitral valve. After the cap of the lock line was removed, the line was confirmed to be without knots and moveable. After approximately 10 cm of the line was removed, the line became stuck. The lock line was pulled with more force in an attempt to unlock the clip. The clip was able to be unlocked with the forceful lock line retraction and the cds and clip were removed from the anatomy. A new cds was used without issue. Three clips were implanted, reducing the mr to 2-3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported inability removing the lock line was confirmed due to an identified lock line knot. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The mitraclip system instructions for use warns against retracting the lock lever forcefully, as it may result in the inability to unlock the clip, which may result in valve injury or lead to deployment of the clip in an unintended location. Given the size and location of the knot, it is possible that the lock line became knotted after the unwrapping/removal process and therefore contributed to the inability to remove the lock line; however, this cannot be confirmed. While the inability to remove the lock line appears to be the result of the observed knot, a definitive cause for how the knot formed could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.